Manufacturer narrative:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro stating the device is rebooted while acquiring twelve lead. The customer stated that after the device rebooted, it continued to work as it should and obtained the 12 lead. The bench technician was unable to duplicate the event on the bench. The device's log was analysed by engineering and the shutdown event was observed. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was confirmed by log analysis. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The bench technician repaired and tested the device. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is rebooting while acquiring twelve leads. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.